Event description:
It was reported that the patient presented in clinic with an implantable cardiac monitor that could not connect to the app. Troubleshooting was unable to fix the issue. The patient was stable and will be monitored.